Event description:
Additional information from the patient reported they had their ins removed on (B)(6) 2016. The ins was crushed and protruding and hurting following the fall. The hcp said they could remove it if she wanted to and she had it removed. They also noted they wanted to donate their patient programmer and antenna. It was reviewed how they could go about donating.

Event description:
The consumer reported sudden pain at the ins site (B)(6) 2016. It was two weeks ago, the patient was at the library at an event. Someone had moved her chair and when she sat down, she fell completely on the floor. The emergency medical technicians (emts) came to assess her condition as the patient's head, shoulders, and implantable neurostimulator (ins) site were all bruised. It was noted she even "had an egg on her head." It was indicated all that had healed, but the pain recently began. A friend had taken the patient to urgent care and an x-ray was performed of that area but were told they couldn't see around and behind the ins. The patient was given a copy of the x-ray to bring to her interstim physician. The patient had an appointment with her interstim physician on the day of the call ((B)(6) 2016). The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from a healthcare provider (hcp). It was reported the troubleshooting performed related to the event was that the patient had fallen on their hip/implant and wanted it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.